Event description:
The customer reported that the autopulse platform (B)(6) did not retract the lifeband upon powering on during shift check. No patient involvement.

Manufacturer narrative:
The autopulse platform (B)(6) reported in the complaint was not returned to zoll for evaluation. The distributor received the autopulse platform, and upon testing, the platform displayed fault 16 (timeout moving to take-up position) due to an out-of-specification brake gap and noted flickering backlight of the lcd. The drivetrain motor was replaced to address the fault 16 and the customer's reported complaint. The lcd was replaced to address the flickering backlight issue. No further service actions are required to be performed by zoll.

Manufacturer narrative:
**UDI related data quality updates only.**